Event description:
Pt was in sitting position for spinal anesthesia for c-section. A sprotte spinal needle 24g was utilized - no discomfort but no csf seen - spinal needle taken out along with introducer - at this time it was noted that distal end of the spinal needle was missing. After consultation with surgeon & after c-section complete, the needle piece was removed under fluoroscopy. Measured to be sure all out - including fluoroscopy of area.